Event description:
The physician attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion on the lcx. The device could not cross the lesion. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly as per specification; seventh proximal stent strut was raised, damaged and deformed; multiple stent struts were slightly raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: (lesion morphology) - severe calcification, 90% stenosis, (failure to deliver stent and stent deformation). Conclusions: (lesion morphology) - severe calcification, 90% stenosis. (B)(4).